Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (surgery salping. (Bilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test results of confirm. Test bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device:uterus') and pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. C06470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol; ferrous fumarate;norethisterone acetate (lo loestrin fe). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"), 2 months 23 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fatigue ("fatigue") and adverse event ("permanent damage"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue and vaginal haemorrhage outcome was unknown and the adverse event was resolving. The reporter considered abdominal pain, adverse event, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue. Feel I suffered permanent damage that has gotten better but not fully resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test results of confirm. Test bilateral occlusion. Ultrasound scan vagina - on an unknown date: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received: lot number was added. New events: vaginal bleeding, device expulsion, adverse event nos were added lab data was added. Concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device:uterus') and pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. C06470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"), 2 months 23 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fatigue ("fatigue") and adverse event ("permanent damage"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue and vaginal haemorrhage outcome was unknown and the adverse event was resolving. The reporter considered abdominal pain, adverse event, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue. Feel I suffered permanent damage that has gotten better but not fully resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test results of confirm. Test bilateral occlusion.. Ultrasound scan vagina - on an unknown date: result: total bilateral occlusion. Batch no c06470 production date: 2013-12-19, expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.